Event description:
It was reported that a 20mm amplatzer amulet was implanted on (B)(6) 2022. Heparin was administered and the patient had above 300 act with heparin during procedure; no periprocedure effusion was noted. On (B)(6) 2022, 5 days post-amulet implant, the patient present to the emergency room (ER) with chest pain. Pain was relieved with pepcid. Incidental transesophageal echocardiogram (tee) finding was moderate effusion. On day 2, mild effusion was observed. It was reported that the pericardial effusion was related to the pleural effusion. The effusion was tapped and determined to be serous fluid, not blood. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the received information the cause of reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.